Event description:
During follow-up, fusion resulting in post-paced t-wave oversensing was observed. Technical support was contacted and suggested reprogramming the device to resolve the event. No intervention has been performed at this time. The patient was in stable condition.